Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during meniscus repair, the fast fix 360 t2 failed to deploy. T1 was successfully removed. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the batch number and product number. The image also reveals the anchors have become detached from the needle. No visible physical damage to the device. A visual inspection revealed the suture and anchors were returned. They were no longer attached to the device. The needle overmold assembly was bent. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation revealed the actuator tip functioned as designed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
H10: additional information on section a1, a2, a3, a4.